Event description:
Healthcare professional(hcp) reported that a patient still having ongoing treatment. Patient also reported having more nodules in the area that are horrifically painful and hcp had drained and injected with hylenex again.

Event description:
Healthcare professional(hcp) reported that a patient was injected with 0.5 cc of juvéderm volux bilaterally into the posterior mandibular area. The patient developed swelling on the next day that worsened and was very painful. A week later, patient visited hcp and was treated with doxy, and prednisone. Hcp injected hylenex and I/d puss came that was cultured which came back as negative. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.